Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. Parts of the device were returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was not returned and only blue pmma tips were received. Both blue pmma tips were torn and ejected out from the injector tip. The slider and the rod could advance properly. Trace of lubricant was found inside the injector tip. Review of the production records showed no irregularities or abnormities during its manufacturing and/or inspection processes. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
After the lens was inserted into the patients eye, the surgeon noticed a chup in the optic. One of our distributor's representatives was present for the operation, so proper lubrication was used. The lens had to be cut from the patients eye and replaced with another lens. The plunger tip looks damaged. Photographs provided.